Event description:
It was reported that, "broken tibial trial. The trial was broken when inserting into pt for final trial reduction on human knee replacement surgery."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The high voltage lead impedance was high due to an anomalous component connection in the hybrid subassembly.

Event description:
It was reported that the hv lead impedance was high. The pocket was reopened and the setscrews were checked. The impedances were still high with dft testing. The device was replaced.